Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized for a blood glucose (bg) level of 600 mg/dl. The contact was unaware of the treatment method, but reported that the treatment resolved the issue. Contact unaware of the suspected cause of bg level but attributed it to dehydration. The contact alleged that the pump was not delivering insulin. During troubleshooting with tandem technical support, it was verified that the pump delivered insulin as intended. The contact understood the information and acknowledged that the pump was functioning as intended.